Manufacturer narrative:
Other, other text: phone: (B)(6).

Event description:
Information was received indicating that a smiths medical tracheostomy tube's cuff was found leaking after 24 hours in use. Trach was changed out then same issue found 24 hours later. There were no reported adverse events.

Manufacturer narrative:
One unit was returned for investigation. It was submitted to leak testing and found that the customer complaint was confirmed. Tools that were used during the manufacturing process were used to create holes in the cuff to see if the holes matched the size and shape of the hole in the complained cuff. The holes did not match which led to root cause being traced to after the device left the manufacturing site.